Event description:
Patient s/p syncage removal presented for follow-up x-rays. X-rays showed a change in the position of the junctional rods on the right when related to the pedicle of l4 on the right. Rod appears slightly displaced posteriorly from the head of the pedicular screw (click 'x) and the safety bolt (locking cap) has migrated and is located medially to the rod. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.